Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, sj pharmacy pyxis had a half height aux drawer failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies on drawer 4 were not shown. A field service engineer (fse) removed and reseated rowboard cables and pyxibus connections to resolve the issue. Further the fse ran hardware test application (hta) test and popped out al cubies. Then the drawer shown cubies and became functional. The system functioned as intended after the field service engineer repaired the device.